Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The pump was not within extreme temperatures. Blood glucose level was impacted (380 mg/dl), and was addressed by administering a manual injection. It was indicated that the customer would administer manual injections as alternate insulin therapy.